Event description:
This lead is noted due to lead damage. A call placed to technical services on (B)(6) 2013 states at a procedure today and noted that riata lead has normal electrical parameters. However under fluoroscopy, that the cables were exposed. Physician was dr (B)(6). Plan is to explant/extract lead next week. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).